Event description:
It was reported that during a lead revision procedure on (B)(6) 2023 due to lead migration (related manufacturer reference number: 1627487-2023-05971), the ipg became inoperable. The ipg did not communicate with external devices. It is unknown if the ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report of unable to connect to the ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the surgery to reposition the ipg. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.